Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead was capped and replaced with the pace-sense portion of a lead the patient already had implanted. High pacing thresholds and small r-waves were the reasons for the replacement. No patient complications have been reported as a result of this event.